Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 95 mg/dl at the time of the incident. The customer also reported that they had received a motion sensor test failure alarm and compromised force sensor system. Customer stated the drive support cap was sticking out. The customer was advised the pump will need to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display windownoted.